Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage(crack in pump case). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. Pump received with a constant blank flashing white light display and constantly beeping. Unable to perform the self test, active current measurement, sleep current measurement, and displacement test due to a constant blank flashing white light on the display. In summary, customer allegation for cosmetic damage(crack in pump case) was confirmed during visual inspection where cracked case on the battery tube side was noted. Pump received with a constant blank flashing white light display and constantly beeping due to moisture damage on pcb 1 board. After swapping pcb 1 board with a test board, unit powered up properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.